Event description:
Additional information received from the patient reported that the circumstances that led the ins turning off were that it was an accidental hit of the off button. A call to the help desk got everything resolved. It was stated that the tremors and eri had been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was programmed to group b and later in the day, experienced a return of tremors. With assistance, the patient checked the implantable neurostimulator (ins) and the device was discovered to be off and after changing to text mode and group a, an elective replacement indicator (eri) message was displayed. The ins was turned back on and the patient noted an improvement in tremors, but some still persisted on her right side; the patient changed back to group b. Following switching back to group b, the patient reported the tremors on the right side were improving. The patient plans to follow-up with her health care provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.